Event description:
The following has been reported: during internal testing, it was found that once a primary infusion enters kvo if the patient weight is changed on the bolus tab the kvo flow rate increases. Preliminary review of logs show that an unspecified restriction on changing weight while in kvo allowed weight change to be accepted, resulting in an increased kvo flowrate with no clinical notification of the change. Further investigation was performed. The lvp recalculated the flow rate after a patient weight change on the bolus tab while the inlet was in kvo. The pump at this point is alarming and instructing the user to change the bag and add vtbi to the primary inlet. This was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.